Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many reservoirs were found with the issue? If only one, please inform why 2 devices are being returned. Was the case completed successfully using another reservoir? Was any difficulty noted when attaching a new reservoir to the same adapter? Product code and lot number of the drain used. Is the drain with its adapter available for evaluation?

Event description:
It was reported that the patient a pancreaticoduodenectomy procedure on unknown date and the reservoir was connected to a drain, which was placed in the anastomosis site of pancreatic duct and the jejunum. Next morning after the procedure, the lock of the reservoir bag did not function since the lock of the reservoir was very stiff when negative pressure was tried to be applied again after the initial drainage was done on the ICU floor. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
After analysis, it was found that the latch was broken possibly by final user handling after the manufacturing process was completed. Under this condition the plate will remain open and an open plate cannot be package in the inner pouch. Based on the present analysis, it is determined that the reported complaint is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control. Root cause could not be determined due to it was not possible to know when the latch was broken.